Event description:
It was reported that the patient experienced syncope. The pulse generator exhibited premature discharge of battery. The device was explanted and replaced on 04/23/2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.